Manufacturer narrative:
In response to FDA report number mw5084630. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿became encapsulated, form(ed) the appearance of a ball, ruptured, increased pain reaction¿ and ¿am in pain most of the time." This record is for the left side. Device remains implanted.